Event description:
It was reported to philips that the system was unable to power up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. The philips field service engineer (fse) visited onsite and identified that the host pc was not starting. Upon troubleshooting actions, fse found that the bios battery on the motherboard was faulty. Fse replaced the bios battery and set date and time. After replacement, the system was returned to use in good working order.